Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 26jun2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), cultured positive after sampling performed on 11jun2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) too numerous to count(tntc) as comprising of the following 2 isolates: 1 - positive rods - bacillus idriensis, 2 - positive rods - bacillus circulans, study number: (B)(4). The long term loaner duodenoscope was received by pentax medical for evaluation on 26jun2019. The duodenoscope underwent a preliminary inspection on 27jun2019 where the distal cap/case was found to be cracked. Further inspection by pentax medical service was performed on (B)(6) 2019 and the following inspection findings were documented: segment compressed, distal cap - fixed type passed epoxy seal integrity inspection, passed dry leak test, passed wet leak test, middle light carrying bundle distal cover glass cracked, elevator body sticking, operation channel- primary mild scratch inside, fluid invasion not observed in control body, fluid invasion not observed in pve connector, hole in # 2 remote control button cover, umbilical cable single buckled under pve root brace, suction tube mild resistance, operation channel- primary mild resistance. An additional evaluation performed on 11jul2019 noted the elevator knob was scrapping. The duodenoscope is currently undergoing repairs including the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, upon completion of repairs the duodenoscope will be reprocessed and resampled in (B)(6) per procedure.